Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failures were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle had breakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion shaft dented due to component failure of the outer tube and image distortion due to component failure of the electronical component. In regard to the newly identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image distortion and insertion shaft dented. The issue occurred during set up/ inspection for use. The procedure was completed with a similar device. There were no reports of patient harm.